Manufacturer narrative:
As reported in a research article, redo mitral valve replacement with annular reconstruction of left atrial dissection following mitral valve replacement for infective endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. The reported surgical intervention was a result of case specific circumstances, as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "redo mitral valve replacement with annular reconstruction of left atrial dissection following mitral valve replacement for infective endocarditis: a case report", was reviewed. The article presented a case study of a 60-year-old male patient with prior infective endocarditis and subacute hemorrhagic infarction in the right parietal lobe. It was reported that on an unknown date, a 29mm epic valve was chosen for mitral valve replacement (mvr). The patient was discharged on post-operative day (pod) 2. It was then reported on pod 3, the patient experienced sudden cardiac arrest and cardiopulmonary resuscitation was immediately initiated. A percutaneous venoarterial extracorporeal membrane oxygenation (va-ECMO) cannula was inserted emergently, and the patient achieved a return of spontaneous circulation. Contrast-enhanced computed tomography (CT) noted a massive hematoma in the mediastinum and right thoracic cavity. A decision was made to perform emergent median sternotomy and provide compression hemostasis for the posterior wall bleeding of the left atrium with bovine pericardium and surgical sealant. Two days post-intervention, transesophageal echocardiography (tee) noted a false lumen in the posterior aspect of the left atrium, and instability of the valve annular and left atrial dissection was diagnosed. A decision was made to perform redo-mvr five days later. Intraoperatively, the mitral annulus was noted to have a tear on the outer side of the epic valve and the pledget. The 29mm epic valve was surgically explanted and replaced with a 27mm epic valve and a bovine pericardium was applied to the left atrial wall to reinforce the wall of the false lumen and the mitral annulus. The patient was then weaned off of va-ECMO on pod 15 and discharged on pod 74. [The primary and corresponding author was junya yokoyama, department of cardiovascular surgery, osaka general medical center, osaka 558-8558, japan, with corresponding email: mm1086yj@gmail.com].

Event description:
The article, "redo mitral valve replacement with annular reconstruction of left atrial dissection following mitral valve replacement for infective endocarditis: a case report", was reviewed. The article presented a case study of a 60-year-old male patient with prior infective endocarditis and subacute hemorrhagic infarction in the right parietal lobe. It was reported that on an unknown date, a 29mm epic valve was chosen for mitral valve replacement (mvr). The patient was discharged on post-operative day (pod) 2. It was then reported on pod 3, the patient experienced sudden cardiac arrest and cardiopulmonary resuscitation was immediately initiated. A percutaneous venoarterial extracorporeal membrane oxygenation (va-ECMO) cannula was inserted emergently, and the patient achieved a return of spontaneous circulation. Contrast-enhanced computed tomography (CT) noted a massive hematoma in the mediastinum and right thoracic cavity. A decision was made to perform emergent median sternotomy and provide compression hemostasis for the posterior wall bleeding of the left atrium with bovine pericardium and surgical sealant. Two days post-intervention, transesophageal echocardiography (tee) noted a false lumen in the posterior aspect of the left atrium, and instability of the valve annular and left atrial dissection was diagnosed. A decision was made to perform redo-mvr five days later. Intraoperatively, the mitral annulus was noted to have a tear on the outer side of the epic valve and the pledget. The 29mm epic valve was surgically explanted and replaced with a 27mm epic valve and a bovine pericardium was applied to the left atrial wall to reinforce the wall of the false lumen and the mitral annulus. The patient was then weaned off of va-ECMO on pod 15 and discharged on pod 74. [The primary and corresponding author was junya yokoyama, department of cardiovascular surgery, osaka general medical center, osaka 558-8558, japan, with corresponding email: mm1086yj@gmail.com]

Manufacturer narrative:
Literature attachment: redo mitral valve replacement with annular reconstruction of left atrial dissection following mitral valve replacement for infective endocarditis: a case report d4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.